Event description:
It was reported that the sound of the pump rotation was unusual and the sound became loud when a tube was hung. As a result, an alternate device was employed, the surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Date of event: the date of the event was not reported. Date entered has been estimated. This complaint was not confirmed. During eval it was noted that the raceway total indicator runout (tir) was out of spec and that the motor optical connector was not fully seated. The product was sent to service and brought to MFR's specs before being returned to the customer. This report is being submitted to the FDA as a result of retrospective review of product complaints.